Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Can you please confirm what tissues were captured in the device jaws? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Can more information be provided on the shape of the staples? Is the colostomy temporary or permanent? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemicolectomy procedure that while attempting to fire the device it jammed then fired but staples did not form correctly and ended ripping the colon worse than it already was. Another like device was used to complete the procedure. Patient received a colostomy instead of an anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 08/10/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  What were the indications for surgery? Colon cancer at the rectosigmoid junction can you please confirm what tissues were captured in the device jaws? The rectum just below the peritoneal reflection was there any calcification of the vessels? N/a ¿ ta across the rectum, the mesentery had been cleared off prior could there have been any tumor invasion into the vessel? N/a. Were any clips used in the area of the firing? No clips were used during the procedure was the device closed and then reopened to reposition prior to firing? No. Was the device difficult to close? No ¿ felt normal. Was the device difficult to fire? No ¿ felt normal. Was the tissue retaining pin placed automatically or manually? This model does not have the manual pin did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Not on vessel can more information be provided on the shape of the staples? There were unclosed staples noted loose in the pelvis that would have been past the rectum. Is the colostomy temporary or permanent? Will be reversed in 6 months likely. What is the current status of the patient? Stable at home.